Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified artery below the right knee. The physician advanced the 1.5mm x 20mm x 142cm sterling es otw balloon catheter across the lesion, inflated the balloon one time to 6 atms, and the balloon ruptured during this inflation. The physician completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the balloon was in a deflated state. Dried blood was noted in the catheter shaft and balloon. Microscopic examination of the balloon material revealed two pinholes located on the both sides of the markerband. Further examination of the ro markers and the balloon material area surrounding the pinholes did not reveal any irregularities that could have contributed to the formation of the pinholes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified artery below the right knee. The physician advanced the 1.5mm x 20mm x 142cm sterling es otw balloon catheter across the lesion, inflated the balloon one time to 6 atms, and the balloon ruptured during this inflation. The physician completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).